Event description:
One documented and multiple undocumented incidences of clave port leakage reported. Leakage of the clave port was reported in the radiology and emergency depts. The radiology dept reported multiple undocumented incidences of the clave port sticking in the open position when accessed with a syringe or carpuject. When the syringe is removed the port remains in accessed position with resulting leak right away and tubing changed to solve the problem. No pt harm reported. The emergency dept reported one documented and one undocumented incident of the clave port sticking open in one incident (unknown pt info), the nurse inserted the IV catheter, then connected the tubing to the catheter to use it as a heparin lock. When the nurse flushed the tubing with a carpuject, and then removed it, the clave port stayed in the open position, and leaked a 4-5 inch pool of blood on the sheets. The nurse placed the carpuject back on and the seal popped back out when the carpuject was removed again. No pt harm reported. In the second incident, the same scenario occurred as above, but the clave port stayed stuck in the accessed position. Again, the tubing leaked a 4-5 inch pool of blood on the sheets. The nurse replaced the carpuject and was not able to return clave port to the unaccessed position and so left the carpuject on the port until nurse was able to change the tubing. No pt harm was reported.